Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6 months. Unfortunately, the reason for explanting the device was not provided. No further details were reported. Per our registry, the device was replaced with another edwards bioprosthetic valve. There have not been any allegations of a product malfunction.

Manufacturer narrative:
(B)(4) = vegetations. Additional manufacturer narrative: through follow-up with the health-care provider, additional information was received. It was learned that this device was explanted due to prosthetic aortic valve endocarditis (bacterial and fungal). The operative report indicates that this patient had a history of IV drug abuse and had endocarditis which was treated with antibiotics. The patient had recurrent IV drug abuse and was readmitted with endocarditis. He also had strep endocarditis. A large mass was seen on the aortic valve along with a paravalvular or the base of the valve leak through the leaflet. Therefore, the patient was referred for redo-aortic valve replacement. On exposure of the valve, there was large vegetation seen on the ventricular surface of the noncoronary cusp and the left coronary cusp. These cusps were excised. There was also necrotic tissue dehiscence seen at the junction of the right and left coronary cusps. The valve was removed. Another edwards valve was replaced with satisfactory results. Unfortunately, the edwards device was not returned; therefore, the findings on the valve could not be assessed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was from the patient's recurrent IV drug abuse. No further actions are possible.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.